Manufacturer narrative:
The reported event of sensing, capture and high impedance anomaly was confirmed. The cause of high impedance and failure to sense were found to be due to an insufficient internal supply voltage in the hybrid. The cause of the insufficient internal supply voltage was found to be due to a hybrid anomaly.

Manufacturer narrative:
Correction: section e reporter tab previously reported with incorrect address, now updated

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited failure to capture, under sensing, high defibrillation impedance and high pacing impedance. The device was successfully explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of sensing, capture and high impedance anomaly was confirmed. The cause of the anomalies was determined to be due to an anomalous integrated circuit. Correction: anomalies previously attributed to insufficient internal supply voltage, now updated.